Event description:
The valve was explanted due toaortic insufficiency. Product inspection during retrieval noted no obvious problem with the device. The valve was replaced with no additional patient complication reported.